Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's blood glucose (bg) was 355 mg/l. Correction bolus and manual insulin injections were used to address bg. Pump system check was performed with tandem technical support and air bubbles were observed in the tubing. Reportedly, customer changed the infusion set and cartridge.